Event description:
Pt admitted to the hospital with sepsis and was given octagam. The pt's blood glucose was tested using the blood glucose was tested using the blood glucose device and results of 410-420 mg/dl were reported. Sliding scale insulin was changed to an IV drip. The next day the pt was unresponsive and the glucose device reading was reported as 115 mg/dl. The pt's blood was drawn and a lab result was 12 mg/dl. The insulin drip was discontinued and one ampule of dextrose was administered.